Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of devices (a, b, d, and e) found that they were received inside their original package and with an unformed clip lose inside the package. Upon evaluation, nineteen clips were noted loaded in the device but with no clip in the jaws. According to manufacturing specifications, the device is designed to be loaded with nineteen clips inside the device and with one clip in the jaws. A possible cause of this condition may be that the clip fell out from the jaws due to manage of the device during transit. Upon firing of the device, the clips were fed and properly formed and then, it locked out as intended. No incident related to the reported event was observed during the batch record review. The analysis results of device (c) found that it was received inside its original package. Upon evaluation, nineteen clips inside the device and one clip in jaws were noted; no lose clip inside the package was found. Upon firing of the device, the clips were fed and properly formed. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a thyroidectomy procedure, the clips would not hold after placing. The customer reported that several clips were placed (4 max) and some of these clips were not closed properly and have been removed. Another like device with a different batch number was used. There were no adverse consequences for the patient.